Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The mitraclip was placed on the valve and pre-deployment establish final arm angle (efaa) was completed without the clip opening. Deployment was started. The arm positioner was in sloppy neutral before starting the deployment process. After the lock line was fully removed, the clip was visualized opening from 20 degrees to 40-50 degrees. The clip was tightened down and stayed closed for deployment efaa. The clip was deployed and mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.